Manufacturer narrative:
A philips field service engineer (fse) reported that the customer's issue was confirmed (proximal pressure sensor autozero failed). The fse reported that the fault is still present after reconnecting the power cord and turning on the device. The fse checked the gas deliver system (gds) and reported that it was the cause of the failure. The fse replaced the gas deliver system (gds) to resolve the issue. The device was returned to full functionality.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the sensor zeroing failed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harmed.